Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be submitted.

Event description:
It was reported that the patient with this device was very tense and anxious and often needed family and medical assistance to defuse underlying tensions. He reportedly would punch/swing at staff and often needed restraints. During a day when the patient was reportedly enraged, this device delivered a shock and the patient collapsed. The event was witnessed by a nurse and the patient then transferred to a medical center where cardiopulmonary resuscitation was initiated however, the patient passed away. The device is intended to be returned for analysis and a meeting to discuss the case has been set with the physician and boston scientific's engineers and technical services. The patient was known to have been heavily medicated with antipsychotic medication and post implant induction of the device had exhibited normal shock efficacy and normal shock impedance. It is unknown if the device was a cause or contributor in the patient's demise.

Manufacturer narrative:
Upon return, this device was thoroughly analyzed. An external visual inspection, noted tool marks and deep gouges on the outer case. A hole in the case at one of the gouge locations was observed, as well as, a dent in the case edge from being dropped. The seal plug is intact and all set screws operated normally. Engineers confirmed a battery status at beginning of life (bol) and a review of device memory noted no resets or internal fault codes. The episode data review, showed 10 episodes were recorded on (B)(6) 2018 (data of death) from 11:24:18 am to 02:29:20 pm. The device delivered 11 shocks during this time, with all shocks being appropriate. The shock impedances were also normal with values between 42 and 77 ohms. The device was not electrically tested due to the hole in the case. The device was capable of delivering therapy while implanted. No further analysis was performed. The device has been archived as operating normally while implanted.

Event description:
It was reported that the patient with this device was very tense and anxious and often needed family and medical assistance to defuse underlying tensions. He reportedly would punch/swing at staff and often needed restraints. During a day when the patient was reportedly enraged, this device delivered a shock and the patient collapsed. The event was witnessed by a nurse and the patient then transferred to a medical center where cardiopulmonary resuscitation was initiated however, the patient passed away. The device was later returned for analysis and a meeting to discuss the case set with the physician and boston scientific's engineers and technical services. The patient was known to have been heavily medicated with antipsychotic medication and post implant induction of the device had exhibited normal shock efficacy and normal shock impedance. It is unknown if the device was a cause or contributor in the patient's demise.